Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. Root cause has not been identified. There are no other complaints in lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was inserted in the eye and then removed due to a scratch that was noted on the optic. Additional information was requested.